Manufacturer narrative:
The quality department (pms) received a complaint involving a motiva® device. General info: device involvement: a causal relationship between the reported event and the device has been established. Event characterization: the event was classified as ¿user error/off-label use¿. Technical investigation summary: laboratory testing: laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: the pms laboratory received the units, visual inspection of the implant revealed no observable physical damage, deformation, or structural defects. Analysis: according to the information provided by the patient, the surgeon accidentally implanted motiva® sizers instead of the permanent motiva® implants. Sizers are sterile, single-use devices intended exclusively for intraoperative assessment and for helping the surgeon determine the optimal implant size, shape, and projection. They are not designed or approved for long-term implantation and must be removed and discarded at the end of the surgical procedure. The patient was informed that, although motiva® sizers are not classified or intended for prolonged implantation, they are manufactured under the same rigorous quality systems applied to permanent implants and include the following characteristics: a low-diffusion shell with a barrier layer a cohesive, restricted medical-grade silicone gel. A visual pigment tint to differentiate them from permanent implants dimensional compatibility with the full motiva implant matrix® portfolio the patient was reassured that the temporary presence of these devices while awaiting the replacement surgery does not compromise her safety. Nevertheless, it is essential to maintain close coordination with the treating surgeon to ensure timely planning of the implant exchange. Conclusion: based on the information reviewed and the analysis conducted, the reported event cannot be confirmed as a product-related or manufacturing-related issue. The root cause of the situation is the incorrect clinical use of the device, as the surgeon implanted motiva® sizers in contradiction to the directions for use (dfu), which clearly state that sizers are single-use, intraoperative assessment tools that must not be implanted for long-term purposes. As the device was used outside of its intended purpose and beyond the conditions specified in the dfu, the event is attributable to user error rather than to any deficiency in the design, quality, or manufacturing of the product. Therefore, the event is not considered a product complaint, does not represent a device malfunction, and is not attributable to the manufacturer. No further investigation or corrective actions are required. Dfu and labeling evaluation: a statement related to the event is clearly addressed in the product¿s directions for use (dfu), which states: na. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva. Health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: intraoperative, single-use, sterile silicone breast sizers motiva implant matrix® are sizing devices designed for temporary intraoperative placement to assist in determining the desired breast implant volume and shape for each patient prior to implantation of a motiva implant matrix® silicone breast implant. They are used during breast augmentation or reconstruction procedures. The intraoperative, single-use, sterile silicone breast sizers motiva implant matrix® are constructed with a low diffusion shell, which features a barrier layer between various layers of silicone elastomer to minimize gel diffusion, a patch, and a cohesive, restricted medical grade silicone gel, and are aimed for intraoperative temporary placement only. The filling gel is tinted with pigments, in order for the sizers to be clearly differentiated from the long-term implantable devices. This visual indicator is a very important feature because the sizers are single-use, transient devices that must never, under any circumstance, be long-term implanted and must be discarded after being used. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch.

Event description:
USA. It was reported that a surgeon implanted a patient with sizers instead of motiva implants. No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.